Manufacturer narrative:
There was no user or patient injury with this incident. The arm was inspected by the manufacturer. A retaining ring that holds the internal spring in place became unseated from the indentation groove, allowing the internal spring to extend and loose it's tension causing the arm to drop. In conclusion, the retaining ring becoming unseated contributed to this incident.

Event description:
As the doctor was positioning the tubehead of the intraoral x-ray unit for an x-ray on a patient, the internal hardware in the inboard arm section of the articulated arm broke loose, causing the arm to drop. The doctor caught the arm and tubehead as it dropped.